Event description:
It was reported the patient received the following results within 10 minutes on (b)(6 2019: 453 mg/dl and 168 mg/dl. The patient also received the following readings within 10 minutes on (B)(6) 2019: 178 mg/dl, 63 mg/dl and 63 dl.